Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Event description:
It was reported that the patient ¿went in for surgery and it failed.¿ refer to manufacturing report #3007566237-2014-01841 as it was reported that three to four patient¿s all had surgery and it failed.